Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, six years and five months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that there was disease progression with dilatation of the iliac artery on the ipsilateral side and there was severe tortuosity. A recent CT revealed that the stent graft is no longer apposing the vessel wall and there is a type I endoleak present. The physician elected to implant a 16x10x93 endurant limb and this successfully resolved the distal type I endoleak. The additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression, iliac artery tortuousity and dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, iliac artery tortuousity and dilatation).